Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reports the device has a defibrillator issue and needs repair. The patient was involved but there was no adverse patient impact.

Manufacturer narrative:
Serial number not provided. No device evaluation performed as this was a call for a parts quotation for a third party supplier.